Event description:
(B)(6) clinical study. Same case as: 2134265-2012-06526. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification: 1b) and cardiac catheterization was recommended. Lesion 1 was located in the proximal left circumflex (cx). The lesion was 80% stenosed, 2.2mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and was hospitalized the same day. The event was considered resolved without residual effects. The patient was discharged.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).